Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact indicating no expansion occurred. The inner lumen patency was verified with a 0.015 inch mandrel; however, some resistance was felt with loading the mandrel through the inner lumen. Deformation was evident to the distal tip, with tip being jagged and uneven.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a tortuous lesion in the distal left main and ostium of circumflex from the left main. It was reported that the lesion was likely calcified as the aorta showed calcification. The lesion was around a tight bend. There was no damage noted to packaging. The device was inspected before use with no issues. There were no difficulties in removing the protective sheath, the stent was not inspected post removal of the sheath. The lesion was pre-dilated and wired. The device did not pass through a previously deployed stent. Resistance was noted when delivering the device but excessive force was not used. It is reported that the stent was delivered to the lesion (not on negative pressure; on neutral pressure) but could not cross the tight bend fully into position. A buddy wire technique was then used (stent loaded on current wire) in an attempt to straighten the bend. A non-mdt 0.014 inch wire of standard length was used for the buddy technique. It is reported that on advancement of the stent , the 6f launcher guide catheter backed out of the left main bringing with it with the onyx delivery balloon and the stent dislodged. There were no issues with the launcher prior to it backing out. There was no force being applied to advance the resolute onyx when the launcher backed out. An attempt was made to snare the stent and remove from the patient, but the stent embolised and remains undeployed and not post-dilated in the superficial femoral artery (about 5cm from sheath insertion point). No attempt was made to deploy the stent. The patient is alive and there are no injuries reported post procedure.